Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Staff nurse reports that she cut the tubing. No additional pt/event details have been provided to date. A lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Staff nurse reported she was unable to deflate the fecal management system balloon when attempting to remove.